Event description:
In 2009, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. When the physician inserted a gore introducer sheath with silicone pinch valve, he felt a resistance in the proximal end of the common iliac artery. They physician chose to discontinue advancement of the sheath, and the devices were deployed. Upon removal of the sheath, the physician noticed that the external iliac artery was damaged, resulting in hemorrhage. Surgical repair was required to control the bleeding and bypass the external iliac artery. The patient tolerated the procedure and showed no other complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The external iliac artery diameter was 6.5-8mm. According to the gore introducer sheath with silicone pinch valve instructions for use, the size range for ts2230 device is 8.3 mm. Ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and/or tortuosity) should be adequate to accommodate the required introducer sheath diameters using appropriate vascular access techniques (including surgical conduit, if needed). Additionally, the ifc state that continued advancement or retraction against resistance may result in damage to the vessel, or breakage of the guidewire, catheter or interventional medical device and serious injury.